Event description:
It was reported that the plaintiff was implanted with an ams miniarc sling to "treat her pelvic organ prolapse and stress urinary incontinence." It was alleged by the plaintiff's attorney that the plaintiff, "has suffered severe and permanent bodily injuries and significant mental and physical pain and suffering." It was alleged that the plaintiff has undergone, "extensive medical treatment, including, but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia." It was reported that, "as a result of having the products implanted in her, plaintiff has experienced physical pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo corrective surgery and hospitalization," and other damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.